Event description:
It was reported that the foot extension on the 2800 system was broken. Cases continued and were not delayed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the foot extension. The system was tested and found to be working as intended and placed back into service.